Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2021 patient had multiple falls in the interstim and has noted that the interstim is no longer functioning. Her symptoms have largely returned. They confirmed that all the contact points were above the impedance threshold of 4000. The patient was presented for the removal of the lead and generator.